Event description:
It was reported that a patient advocate reported that the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was malfunctioning and needs to be changed out. The advocate and patient were referred back to their physician. The s-ICD remains in service and there were no adverse patient effects reported.